Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) did not deliver pacing when required. Attempts to obtain additional information were made, no additional information was able to be obtained. The rv lead was surgically abandoned and replaced and the device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.